Event description:
Boston scientific received information that this device system was to be removed due to an infection. Additionally, upon review on the monitor, an atrial fibrilation rate of 100 ppm was observed, indicating magnet pacing, then the device began pacing. Technical services discussed various rate drivers. When telemetry strips were obtained, the patient mode was vvir. All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. It is unclear if this lead remains implanted or not. Device was not returned to biotronik berlin for analysis and there was no explant date provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.